Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to obtain the following information. To date a response has not been received. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is meant by ¿as the anastomosis had been performed in the frame of a test¿? Was the patient shock due to complication of leak and infection or is this implying patient had anaphylactique ¿allergic¿ reaction? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after the left colectomy, fistula appeared 5 days after the procedure. The anastomosis has been performed in the frame of a test with the cdhxxp. The patient experienced a fistula and shock anaphylactique. Resulted in intensive care, re-intervention with 3 weeks hospital stay.